Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The cable was reconnected to the display to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Serial number unknown. Date of device manufacture unknown as no serial number provided.

Event description:
Per (B)(4) aer database: it was reported that the ventilator ivent201 screen went blank and the unit stopped working. The unit was replaced, and case resumed. There was no report of patient injury.